Event description:
The customer reported that sometimes it takes more insulin to do a manual prime than others. Troubleshooting was performed and found that the customer did not push insulin thru the tubing while plunger was on. The customer stated that she feels uncomfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.